Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. To date, patient has not been revised. To date, patient has not been revised

Event description:
It was reported that patient underwent elbow procedure in 2005. Subsequently, radiographs confirmed ulna component is fractured and screw components from condyle kit are loose. To date, patient has not been revised.